Event description:
Procedure: low anterior resection. According to the reporter: the surgeon fired the device, the device was fully articulated and upon the first squeeze of the handle a snap was heard. The surgeon continued to fire the device and completed the firing upon which a second snap was heard but the surgeon continued firing. The cartridge then failed to open off tissue. It subsequently released from the tissue. One side of the transection had no staples in it. The other side of the transection had staples in it but the staples did not form. Some bleeding occurred. Operating room time was delayed over 1 hour. Surgeon had to complete the case by hand sewing the anastomosis. It was noticed a silver pin on the cartridge side of the cartridge had popped off and was inside the abdomen. The pin was removed from the abdomen.